Event description:
The product was used during a low anterior resection procedure. Reportedly, the handles could not be squeezed. No pt injury reported.

Manufacturer narrative:
1/21/1998-supplemental report #1 submitted to FDA.